Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 8. Event log 11 observed at 20102 mins in sensor state 7. Event log 9 observed at 21542 mins in sensor state 8. Observed dq_sensor_signal_low. Observed drop in glucose values of = 80mg/dl and temperature of = 4°c which is evidence that the user removed the sensor early. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: h10: updated investigation information; h6 investigation conclusions: changed to d14.

Event description:
A webform complaint was received in which it was reported a customer received an unspecified sensor error message on the adc device and was unable to obtain readings. As a result, customer required third party treatment of insulin\glucagon or other medication. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Observed drop in glucose values of = 80mg/dl and temperature of = 4°c which is evidence that the user removed the sensor early. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received an unspecified sensor error message on the adc device and was unable to obtain readings. As a result, customer required third party treatment of insulin\glucagon or other medication. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.